Manufacturer narrative:
Device evaluation (B)(6) 2011: the device balloon was visually inspected under 10x magnification and it is noted that the balloon has not burst. Colored water was introduced into the device balloon and visually there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually there are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. Accellent car for negative trend of delamination of distal balloon bond and edwards supplier corrective action are applicable to this event. Edwards opened a CAPA for investigation into endoplege balloon bond delamination and is applicable to this event.

Manufacturer narrative:
Device returned (B)(6) 2011 but product evaluation not yet begun. A device history record review was completed for lot 784527b and this device met all specifications upon distribution.

Event description:
It was reported that during a minimally-invasive cardiac procedure, the anesthesiologist dr. (B)(6) inserted the endoplege catheter in the coronary sinus. The anesthesiologist realised that there was a leak of saline from the balloon lumen. The balloon was inflated and they needed to add some fluid in the syringe to keep the balloon up as a leak was observed at the junction of the balloon and the inflation lumen. They were able to have cardioplegia delivery. Also, they noted blood in the safeguard during the procedure.